Manufacturer narrative:
Device received motion sensor test failure alarms during rewind and motor error alarms loop and confirm motor position encoder error alarms in history file due to motor encoder signal out of phase. Cracked case all corners of display window and battery tube threads noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm. Customer's blood glucose was 422 mg/dl. Device settings were wiped out. Found bad battery alarms, motor error alarm, motor sensor test failure alarms, and motor position encoder error alarm in alarm history. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.